Event description:
It was reported that during a demonstration, the device was not giving good vacuum. There was no pt involvement.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.